Event description:
The dentist reported the screws holding a 4-unit bridge fractured, and a portion remains inside the implants. Bar and screws were originally placed 6 months ago.

Manufacturer narrative:
The reported screw fracture cannot be verified as product nor have radiographs been returned for review. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.